Event description:
It was reported by fse during preventive maintenance that a cardiosave intra aortic balloon pump (iabp) experienced a battery failure. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) was not charging its batteries. No patient is involved and no injury or harm was reported.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. The fse replaced both batteries (d146-00-0097) as a set checked operation. All tests and measurements were completed, and the unit passed all functional and safety checks in accordance with the manufacturer¿s specifications.